Event description:
Customer reported via phone, he continues to have issues with no delivery alarm even after receiving a replacement and think the issues might be the infusion set. Customer's blood glucose was 487 mg/dl. Customer declined troubleshooting and requested infusion set as the device was new. Customer called back a few hours later and stated, he had changed the battery and the infusion set and the device is not working. Customer's blood glucose was 489 mg/dl, treated with insulin. Fixed prime in the air was performed and insulin did exit. Customer was adamant issue was with the infusion set and not the device. Customer stated the device continued to alarm during manual prime. Troubleshooting was performed. Insulin existed tubing when manually pushed with the plunger. Customer was advised to perform manual prime, insulin didn't exit, and the device alarmed no delivery. Customer was advised the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.